Event description:
It was reported that during an unknown procedure, the clips were bumping up from the instrument when firing. It was not reported how the procedure was completed or the patient status.